Event description:
Device was removed from the pt because the right cylinder stopped working and replaced.

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had a wear hole in inner tube